Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 2 months post implant of this 29mm aortic bioprosthetic valve, it was explanted and replaced with a 27mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information additional information that the reason for replacement was an ascending aortic pseudoaneurysm originating from the right coronary button. It was also reported that both coronary buttons were disrupted, and the patient's dacron hemi-arch graft had partially dehisced and was replaced during the same procedure. Following the procedure, there were gradually evolving st segment and t wave abnormalities seen via the interior leads. If information is provided in the future, a supplemental report will be issued.